Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up, down, and ok keypad buttons were intermittently responsive during testing. During investigation, evidence of contamination was found under all key contacts.

Event description:
The pt reported that the ok button was sticking. He stated that the issue started a few days ago, there were no unusual activities leading up to the event, the pump is not exposed to water, and he wears the pump in his pocket. The pt denied observable damage to the keypad, the ok button does not always click and spring back, and it seems to be stuck down at times.